Event description:
Boston scientific received information that after a recent implant surgical intervention was performed to explant and replace this right ventricular lead after it had dislodged and could not stay in place on the septal wall due to helix issues. Upon explant, the helix was noted to have tissue attached. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted the entire lead was returned with tissue entwined in the helix of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to confirm the reported clinical observations of dislodgement, however did confirm the presence of tissue in the helix upon explant.